Event description:
It was reported that a patient presented with high capture thresholds and high pacing impedance noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.